Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, an operating room (or) staff called to report a system issue, stating that an activation message appeared each time monopolar energy was used. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the issue, explaining that it would be related to the erbe unit and would require replacement. The tse advised that the surgeon could temporarily bypass the issue by changing the coag setting to "classic," or by attaching a force triad to bypass the erbe. The caller indicated they would inform the staff, and the call concluded. The procedure was proceeded without any reported patient injury. However, it was unknown whether the procedure was completed with the original system configuration.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and functional testing revealed that the unit generated error code c-34 upon startup. Additionally, a review of the internal erbe error log showed the presence of c-00. The complaint was confirmed by failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.